Event description:
This is filed to report tissue damage. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+ and a restricted posterior leaflet. A mitraclip xtw was placed in the medial jet without incident, reducing mr to a grade of 2-3. A mitraclip xt (20613r104) was then inserted, but after grasping both leaflets and attempting to close the xt, the clip would not close. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed. In the physician¿s opinion, the clips limited ability to close was likely due to the clip caught in chordae. A mitraclip ntw (30109a1012) was then used to address the lateral jet, but became caught in the chordae, and caused an increase in mr to a grade of 3-4. The physician was unable to determine if any tissue damage occurred. The clip was removed and replaced with an xtw clip. This clip was successfully implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the reported difficult to remove the clip from chordae cannot be determined. Unspecified tissue injury appears to be related to the procedural circumstances associated with difficulty removing the clip from anatomy. Tissue damage is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a